Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and atrial pacing lead were explanted and replaced. The patient belives the device malfunctioned as a shock was delivered in the presence of a supraventricular tachyarrhythmia (svt). The shock accellerated the rhythm. The arrhythmia was terminated with subsequent device therapy. Later, the physician elected to replace the ICD due to a recall advisory notification; the explanted device was returned for laboratory testing. The lead was also replaced during device explant for high pacing thresholds.